Manufacturer narrative:
The drill bit subject to this investigation was not returned to manufacturer for evaluation. Part number and lot number info has not been provided to permit further investigation. The root cause is undetermined.

Event description:
It was reported that during a g3 long nail surgery, the drill bit broke at the base. It was also reported that the broken piece was removed from the bone and the surgeon has no concerns about any pieces being left behind in the pt. It was further reported that there was no pt or user injury and there was no delay to surgery.